Event description:
It was reported that the laser console started normally, but after the self-test, the console shut off and then restarted. The customer could see the treatment screen but could not do anything and then the laser shut off. The procedure was cancelled. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.